Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic urological procedure, the jaws of device did not open after the 4th firing. Both sides of the jaws were cut after firing with another device and the device was released from the patient. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.